Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 158 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. Customer mentioned that their belt clip also broke. Belt clip will be replaced. No additional information provided.

Manufacturer narrative:
Findings: button error alarm and no button response due to corroded keypad traces. Pump received with cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot, minor scratched display window.